Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their reservoir had insulin leaking past both o-rings. During troubleshooting, the customer was asked to remove the infusion set from body. Customer stated there was insulin inside the reservoir compartment and was causing the buttons to be unresponsive. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 10 mmol/l at time of reporting. Nothing further reported.